Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 14 months post index procedure, the patient died. The death was assessed as cardiac due to pneumonia and generalized infection. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).